Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two red alerts for high out of range impedance measurements on the right ventricular channel. Analysis of the system was performed, during this analysis low amplitude, noise and pacing inhibition of 2 seconds were observed. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint summary for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two red alerts for high out of range impedance measurements on the right ventricular channel. Analysis of the system was performed, during this analysis low amplitude, noise and pacing inhibition of 2 seconds were observed. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint summary for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two red alerts for high out of range impedance measurements on the right ventricular channel. Analysis of the system was performed, during this analysis low amplitude, noise and pacing inhibition of 2 seconds were observed. No changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received clarifying the this patient was hospitalized due to experiencing a syncope episode. Upon review of the system it was determined that this crt-d exhibited loss of capture on the left ventricular channel and noise, oversensing, pacing inhibition and loss of capture on the right ventricular channel. The plan is to place a new lead and remove tachy therapy, as it is no longer needed. At this time this device remain in service. No further adverse patient effects were reported.